Event description:
One pt sample with initial ck result of 1 u/l. Same sample repeated gave result of 1547 u/l. Initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.